Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0 x 16 mm drug eluting stent to the calcified left anterior descending (lad) artery, but was unable to cross the lesion. Pre-dilatation was then performed multiple times, unk type and size balloon, but they were still not able to cross the lesion. Upon removal of the stent delivery system (sds), it was noted that the stent struts were flared. The procedure was completed with a different device, unk type and size. No pt injuries or complications were reported. Pt status post procedure is noted as fine.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the mfg documentation for this particular batch found that the device met its material, assembly and product specs at the time of release to distribution. Taking into consideration the thorough eval conducted and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context as the complaint is associated with a product that meets the bsc design and mfg spec but due to anatomical/procedural factors encountered during the procedure, the performance was limited. A CAPA has been initiated to address this issue.